Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance due to twiddler's syndrome. The twiddlers syndrome was confirmed during the explant procedure. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct medical device problem code should have been 'it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. It was also noted that both right atrial (ra) lead and rv lead tangled around each other due to twiddler's syndrome. The rv and ra lead was explanted and replaced. The patient was in stable condition.' Instead of 'it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance due to twiddler's syndrome. The twiddlers syndrome was confirmed during the explant procedure. The rv lead was explanted and replaced. The patient was in stable condition.' D10 - medical product 'tendril sts lead' and therapy date (B)(6) 2025' should have left blank. H6 - medical device problem code 'migration; should have been ' failure to disconnect' instead of 'migration'.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. It was also noted that both right atrial (ra) lead and rv lead tangled around each other due to twiddler's syndrome. The rv and ra lead was explanted and replaced. The patient was in stable condition.